Event description:
It was reported that during the implant procedure, the helix was tested before the lead was placed in the patient. After the physician positioned the lead, the helix would not extend. Another lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. The distal conductor of the lead was extrinsically over-rotated. The analyst noted that the helix would not be extended due to the distal coil distorted within is-1 pin, and the drive shaft lug stuck behind the retraction stop. It also found the helix compressed inside the sleevehead and the drive tooth was damaged.